Manufacturer narrative:
The lens was returned in liquid, in the lens vial. Visual inspection found cloudy residue on the lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that after opening the lens vial in order to implant a 13.7mm micl13.7 implantable collamer lens, -12.0 diopter, into the patient's right (od) eye, it was noticed that the lens was "cloudy." This occurred on (B)(6) 2019. There was no patient contact with this lens. The reporter states, "icl had opacification."